Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The physical sample has not been returned for evaluation; however, a picture of the piece that broke off was sent. Based on the picture provided, the piece that broke off was likely a part of the cover. This piece could have been damaged by rough handling. If the cover damaged or cracked, the force of firing could cause a piece of the cover to break off and become a projectile. No similar complaints were found related to this part number or lot number. This is an isolated incident that occurred after the product left the facility. Each device is test fired and 100% inspected during assembly.

Event description:
Physician was showing a resident how to use the tru core ii biopsy gun (16ga x 10cm) and a chunk of plastic was ejected from the handle near the base of where the needle attaches to the handle. The projectile injured a technologist (lacerated cornea). Projectile was very small. No patient injury, but the technologist is out of work now.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Based on the physical review of the returned product, the complaint samples cocked and fired appropriately. The most probable cause is that the tru-core ii assembly was test fired or the lid was opened prior to use. The tru-core directions for use (dfu) states the following: "caution: never test fire the tru-core ii automatic biopsy instrument" and "note: do not attempt to open lid!" There was no manufacturing defect identified. Each tru-core ii assembly is test fired during manufacture and quality control sampled prior to release.